Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site #4 of the patient's mouth non-osseointegration. The bone was soft/initial torque was not reached. At the time of implant failure/removal pain, there was pain, mobility and abcess in the patient. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that 5 months after the dental implant was placed in ada site #4 of the patient's mouth non-osseointegration. The bone was soft/initial torque was not reached. At the time of implant failure/removal pain, there was pain, mobility and abcess in the patient. There were no reported patient injuries or complications.